Event description:
Rn assessing patient after hearing vent alarm go off. When rn went in to reattach patient to ventilator, rn noticed that the silicone on the trach was completely ripped apart. This caused the hub not to be attached to the trach. The respiratory therapist assisted with an emergency trach change.